Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. During the procedure, the surgeon attempted to screw in the stem with a hex screwdriver without success. A wrench was used to removed the screw. The surgeon noted that the stem appeared to not have a hexagonal shape in it. Another stem was utilized to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
Evaluation of the returned device revealed that it was a setup piece to verify broach hole size and depth after size verification. This nonconforming or incomplete machined part was put in finished parts tray at machine by accident. Product likely failed due to being misplaced during production set-up, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. Supplier corrective action has been initiated at the to address the reported issue.